Event description:
A malfunction was reported on the pump by the caller, with the code malf 12 displayed. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and call back if the issue reappears. The customer understood these instructions.